Manufacturer narrative:
Technical evaluation the returned oscar system, was examined by orthofix srl quality operation department. For this event, the following devices were received: -one os3000 ultrasonic generator 230v ce, s/n (B)(6) one oh300/2 cement removal handset, s/n (B)(6). One oh300/2 cement removal handset, s/n (B)(6). One ohb300/2 bone cutter osteotome handset, s/n (B)(6). Three cables ch300, s/n (B)(6). The visual check did not evidence any anomalies. In the functional check all devices were tested and found functional, except for the oscar cable code ch300 s/n (B)(6). The oscar cable code ch300 s/n (B)(6) is not functioning properly. The silicone coating is damaged and the flash test failed. Conclusions the functional check of the oscar system evidenced that cable code ch300 s/n (B)(6) is not functioning. The cable coating is damaged. The results of the technical evaluation concluded that the handset malfunction is related to the damage detected on the cable serial number (B)(6). The damaging of the internal wiring resulting from the damage of the cable coating, is likely due to torsional overload applied on the cable during handling. All other devices returned were tested and found to be functioning as expected. Based on the evidence collected, orthofix can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) surgeon's name: (B)(6). Date of initial surgery: on (B)(6 )2024. Body part to which device was applied: hip revision. Surgery description: arthroplasty revision. Patient's information: not available. Problem observed during: clinical use on patient/intraoperative type of problem: device functional problem. Event description: device not connecting with console, intermittently switching on and off. Panel or console not readable. Device not working. Possible lead issue. The complaint report form also indicates: the device failure had no adverse effects on patient the initial surgery was completed with the device the event led to a delay in the duration of the surgical procedure: one hour an additional surgery was not required following device failure a medical intervention (outpatient clinic) was not required copy of operative reports and x-ray images are not available device was not at its first use patient's current health condition: surgery completed. Manufacturer ref: 2024138 distributor ref: 839992.

Manufacturer narrative:
Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: hip revision. Surgery description: arthroplasty revision. Patient's information: not available. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: device not connecting with console, intermittently switching on and off. Panel or console not readable. Device not working. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device- the event led to a delay in the duration of the surgical procedure: one hour. An additional surgery was not required following device failure. A medical intervention (outpatient clinic) was not required. Copy of operative reports and x-ray images are not available. Device was not at its first use. Patient's current health condition: surgery completed. Manufacturer ref: (B)(4). Distributor ref: (B)(4).